Event description:
It was reported that the patient presented for follow up on (B)(6) 2014 and it was suspected the lead was dislodged. The lead was repositioned on (B)(6) 2015. The patient would be monitored.

Event description:
New information states that the lead could not be repositioned due to helix not working properly. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).